Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 06/16/2020. Investigation conclusion the customer¿s report that the tubing set spike broke off was confirmed as received. Received from the customer was one unused primary set model 2420-0500, lot number: 20053015 attached to one used 250ml baxter exactamix bag, lot number: 60226157, exp: 2023-01-31. Visual inspection confirmed that the drip chamber spikes were broken and separated from the set. The break was smooth indicating it was a brittle fracture. Closer inspection of the break site under a lab microscope did not see any evidence of tool marks or scratch marks. Although the root cause of the broken spike was not definitively determined, the identified probable cause of the spike breakage, identified by the component supplier per their investigation that reproduced the breakage observed by the customer, is an impulse/impact force that was applied to the drip chamber spike. The origin of the impulse/impact force is unknown. A device history record review for model 2420-0500, lot number 20053015, was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the excessive force was not definitively determined.

Event description:
It was reported that an unspecified number of gem v/nv 20dp ckv 2ss 117-in 20pk experienced broken spikes. The following information was provided by the initial reporter: a nicu staff member reported: spiked tpn bag & the spike on IV tubing broke off into the insertion on IV fluid bag. No extra/unnecessary force was applied when inserting the tubing towards the bag.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of gem v/nv 20dp ckv 2ss 117-in 20pk experienced broken spikes. The following information was provided by the initial reporter: a nicu staff member reported: spiked tpn bag & the spike on IV tubing broke off into the insertion on IV fluid bag. No extra/unnecessary force was applied when inserting the tubing towards the bag.